Event description:
It was reported the programmer will not power up. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The programmer did not power up. The power supply was found out of electrical specification. System errors had occurred in the past. The programmer cooling fan was found noisy.